Event description:
It was reported that the pt underwent a ventral tumor enucleation in 2003. In 2003 air leakage was noted in reservoir. There was a tear on the backside of the y-connector. There were no adverse pt consequences.